Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead did not find any anomalies. X-ray examination noted the inner coil was overtorqued/ damaged at the connector region consistent with procedural damage. Unable to perform the stylet insertion/ removal test due to the overtorqued/ damaged inner coil. The cause of the reported event was due to the overtorqued/ damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular (rv) lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.